Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred an unknown number of days after the sensor had been inserted in an unknown insertion site. According to the patient, on (B)(6) 2025, they were hospitalized due to inaccurate cgm readings. In the initial report, the call got disconnected before more information could be received. When the patient was contacted for a follow up, the patient stated they no longer remembered any event details and declined to provide further information. No specific cgm nor blood glucose reading was reported. There was no documentation of further medical evaluation or intervention. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).